Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer experience of an error but the hard drive was reconfigured and the software reloaded as a preventive. Analysis did find that the electrocardiogram (ECG) connector on the link electronic module (lem) board was loose and the board was replaced and calibrated, and that the system fan was noisy, the upper case had a cracked handle and the stylus was missing and all were replaced. (B)(4).

Event description:
It was reported that the programmer had error codes appearing at boot up, and during use. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had error codes appearing at boot up, and during use. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.